Event description:
It was reported that t:slim x2 pump battery would not charge even when connected with tandem charging cable and wall adapter, and no power source alert appeared in pump history. There was no reported impact to the customer¿s blood glucose level. Customer confirmed pump did not shut down or become unable to turn back on, tried a different wall adapter, and issue was resolved when pump began charging, after which no further assistance was required.